Manufacturer narrative:
The product remains implanted and is thus not available for analysis. As indicated in a legal brief, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to including, but not limited to, tilt, filter embedded in wall of the ivc, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without procedural films for review, the reported filter tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. Additionally, the timing and mechanism of the filter tilt is unknown. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, plaintiff underwent placement of trapease vena cava filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to, tilt, filter embedded in wall of the ivc, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.